Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-13245. It was reported during an elective scs system upgrade procedure on (B)(6) 2018, inter-op testing revealed the patient¿s leads showed impedance issues. As a result, the patient¿s leads were explanted and replaced. Effective therapy was restored following the procedure and the issue is resolved.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-13245.